Event description:
It was reported that 119 days after an iliac artery stenting treatment procedure, instent restenosis was found. The pt was enrolled in the trial in 2004. The pt underwent angioplasty and stenting of both the right and left common iliac arteries with placement of one 6.0 x 37 mm express ld stent in the left common iliac. Four months later, 119 days post index procedure, the pt complained of left leg pain with no palpable left femoral artery pulse. Upon angiographic evaluation, the pt was found to have 100% stenosis of the left common iliac with the proximal portion of the target lesion stent. Additionally, there was a slight stenosis in the region of the stent that had been implanted in the right common iliac arteries. The pt underwent angioplasty of the left and right common iliac arteries. Balloons sized 7.0 x 40 mm and 8.0 x 40 mm were introduced successively into the narrowed segments and were simultaneously dilated with good angiographic result. No procedure complications were noted. The treating investigator felt that the instent restenosis was possibly related to the index procedure stent placement.

Event description:
Please disregard this MFR# as this event occurred within the melodie clinical study under an ide.